Event description:
Litigation alleges toxic levels of metal ions in the tissue, bone, joint, blood stream causing destruction, pain and emotional distress. Doi: (B)(6) 2008. Dor: (B)(6) 2020. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: a2 (age, dob), b5, d4, h6 (clinical codes) h6 clinical code: unspecified tissue injury (e2015) is used to capture soft tissue injury and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d1, d2a, d6a, d10.

Event description:
After review of the operative notes and sticker sheets, patient was revised due to metallosis, pain similar trochanteric bursitis. The patient had a leg length discrepancy to begin with. Patient stated he felt like it was about a quarter of an inch when he was asleep. The hip was stable and has erosion at the head and neck junction. Doi:(B)(6) 2010 dor: (B)(6) 2020 affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.